Event description:
In 2008, the pt reported the down button on her insulin infusion device stopped working today. She stated the device has not been dropped or exposed to water. She said, she does not get any alerts or beeps when she presses the button. The pt stated she accidentally programmed a temporary basal rate increase of 200% for 12 hours and her blood glucose reading was 48 mg/dl. She said, she drank juice to correct her reading to 82 mg/dl which is within her target range. The pt stated she will switch to injection therapy. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.